Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09grw, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient about their implantable neurostimulator (ins). It was reported that no responses on 2 2 out of 4 electrodes. It had to be replaced. Lead was fractured upon removal and all pieces were retrieved. No symptoms reported. No further complications reported. It was reported that the office manages post implant care. Lead was tested in or. Since responses were only 2/4 electrodes. Lead was replaced. No complications reported. No further symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the explanted lead and implantable neurostimulator (ins) were disposed of by the hospital. The rep reported that the cause of the lead breakage was that it broke upon removal, the lead was removed from sacral site and dissected down. Patient weight was unknown. No symptoms were reported. No further complications were anticipated/reported.